Event description:
The customer contact reported, the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not avail. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
During initial testing, the device did not sound an audible alarm tone during an alarm condition. Further testing at the mfg facility could not duplicate the event; therefore, no conclusion could be drawn.